Event description:
It was reported that the pt's knee was revised due to pain.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low implant vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Surgical notes were received for the implant and revision surgeries. The implant notes are not complete; therefore the surgical technique cannot be evaluated. However, they do indicate that the extension space was too tight and an additional 2mm of distal femur was resected which then allowed for full extension. The revision notes indicate that the tibial component was easily removed after performing an extensive medial and posteromedial release. It is also noted that a small stem was added due to questionable bone quality. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. It is likely that the lack of a drop down stem contributed to the component loosening. Visual evaluation of the returned device shows signs of damages related to in vivo use and extraction process. The bone cement remains on the tibial plate. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.